Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Only the event year is known. Additional device product codes: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a harvesting kit with ria attachment shaft broke when trying to remove from inside the tibia. The reamer head on the ria shaft was the 10.0mm reamer head for ria 2 sterile. The parts with articular shaft pieces broke, and all parts were retrieved. The associated pieces were the suprapatellar drill guide (03.010.425), handle (03.010.430), and outer protection sleeve (03.010.437). This handle was tend to be reamer (357.399) as in the technique guide; this t shaft was mentioned to be broken. No further information is available. This report involves one 10.0mm reamer head for ria 2 sterile. This is report 2 of 6 for (B)(4)..

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot . Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 17-oct-2022. Expiration date: 31-aug-2032. Part number: 03.404.016s, 10.0mm reamer head for ria 2-sterile. Lot number: 1491p52 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m016, ria ii reamer head 10.0mm. Lot number: 635p347. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance received from mark two engineering dated 24-may-2022 was reviewed and determined to be conforming. Certification for heat treat supplied to mark two engineering from vacu-braze inc. Dated 09-may-2022 was reviewed and determined to be conforming. Heat treat certified to be within specified range. Certificate of compliance supplied to mark two engineering from banner medical dated 17-feb-2022 was reviewed and determined to be conforming. Material certification supplied to banner medical from carpenter dated 24-jan-2022 was reviewed and determined to be conforming. Device history review . This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.